Event description:
The device failed to drain fluid after three previously successful cycles of activation and drainage. The device was disconnected and replaced with a new device. No adverse pt consequences were reported.